Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: partial nephrectomy. Event description: [facility]. The surgeon pushed the thumb ring forward to deploy the bag, but it got stuck slightly. As the user exerted force to push it out, the prongs burst open, and the bag dropped. There is no impact to patient. User replace with a new one to complete this surgery. Product is available for return. Additional information received on 06jul2023 via email from [name], [facility] purchasing the actuator was pushed forward, retracted, then deployed. Additional information received on 25jul2023 via email from [name], [facility] purchasing indeed, this situation did occur inside the patient's body. Fortunately, the patient had enough abdominal space, and it did not cause any harm to the patient. Additional information received on 26oct2023 via email from [name], [facility] purchasing the sales representative confirmed that the returned unit was not the event unit and the event unit was disposed. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: partial nephrectomy. Event description: [facility]. The surgeon pushed the thumb ring forward to deploy the bag, but it got stuck slightly. As the user exerted force to push it out, the prongs burst open, and the bag dropped. There is no impact to patient. User replace with a new one to complete this surgery. Product is available for return. Additional information received on 06jul2023 via email from [name], [facility] purchasing the actuator was pushed forward, retracted, then deployed. Additional information received on 25jul2023 via email from [name], [facility] purchasing indeed, this situation did occur inside the patient's body. Fortunately, the patient had enough abdominal space, and it did not cause any harm to the patient. Intervention: user replace with a new one to complete this surgery. Patient status: fine